Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg approached end of life. Surgical intervention was undertaken on (B)(6) 2023 to address the issue. Ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.